Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisional cracked during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A redesign of the product was initiated on a rolling basis on december 11, 2014 in order to reduce the frequency of device fracture near the central post. Therefore, the root cause is attributed to a previously addressed design issue. The complaint is not confirmed as the device is not returned. The likely condition of the part when it left zimmer biomet control is considered conforming based on manufacturing review and DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.